Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that when the 3100a ventilator was tried to start weaning by decreasing the airway pressure form 30 to 23 paw, it resulted in a sudden drop in dp from 80 to 60 which was couldn¿t adjust back. The ddi also went all the way to the left side and they couldn¿t center anymore as the circuit and et connection with patient were intact. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.